Manufacturer narrative:
H3: analysis of the pipeline embolization device (lot no. B159237) found no flash or voids molded were found within the phenom-27 catheter hub. No damages or anomalies were found with the catheter hub, catheter body, distal tip and marker band. The pipeline flex w/ shield pusher was found extending out the hub and the tip coil was found extending out of the distal tip. The pipeline flex w/ shield device was advanced out against resistance. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was found intact and unstretched with the ptfe shrink tubing intact. The distal delivery wire was found separated from the hypotube proximal to the wire weld. The resheathing pad, proximal bumper and resheathing marker were found separated from the distal wire. The ptfe dps sleeves was found damaged. No damages or stretching was observed with the tip col. Once extracted out of the phenom-27, both ends of the pipeline flex w/ shield braid were found fully opened. No damages were found with the proximal end. The distal braid was found damaged. The phenom-27 micro catheter total length was measured to be ~158.6 cm and the usable length was measured to be ~152.1 cm. As the model and lot numbers were not reported, conformation to specification could not be confirmed. The inner diameter was measured to be 0.0270¿ at both ends, which are within specification and compatible for use with the pipeline flex w/ shield. The separated distal wire was sent out for eds analysis. Based on the analysis findings, the customer report of ¿movement during deployment¿ could not be confirmed through device analysis. Possible causes of failure include vasospasm, patient vessel tortuosity, high force delivery, catheter kickback, insufficient distal anchoring of braid, or incorrect braid sizing. Customer reported vessel tortuosity as moderate, braid size was chosen correctly, devices were prepared per IFU, device did not jump during deployment and cathe ter tip did not move during deployment. The customer report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. From the damages seen on the braid (damaged); distal wire (separation), resheathing pad (separation) and dps sleeves (damage); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex w/ shield through the phenom-27 catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. There was no non-conformance to specifications identified that led to the reported issues. The distal wire of the pipeline flex w/ shield delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex w/ shield against resistance. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. There is no indication that the event is related to a potential manufacturing issue. H6: method code updated to b01. Result code updated to c0702, c070601, and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G3: PMA/510(k) corrected which was omitted in error from the previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues that resulted in the damage that was found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline stretched and moved during deployment. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic segment. The max diameter was 8mm, and the neck diameter was 5mm. The patient's vessel tortuosity was moderate. The landing zone was 3mm distal and 3.4mm proximal. Dual antiplatelet treatment was administered. It was reported that the pipeline stretched during deployment and couldn't be deployed. The device had movement during deployment. Only a single pipeline was being used, and there was no friction/difficulty during delivery or positioning. The pipeline was at the intended location and did not miss the landing zone. The device did not jump during deployment, no side branches were covered by the pipeline, and the catheter tip did not move during deployment. The pipeline was placed 3mm past the aneurysm neck on each side. The pipeline was removed and the procedure was abandoned. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a neuron max sheath, neuron guide catheter, and phenom 27 microcatheter.